Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, scrapped, and found evidence of foam degradation. During the evaluation, foam particles were visible. In addition, the device displayed an error code e- 22 (err_motor_flux_magnitude), and e-226 153(err_sensor_press_unreliable). A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.